Event description:
This is filed to report the arteriovenous fistula which was detected during dilatation, before mitraclip devices were in the anatomy. However, the steerable guiding catheter (sgc) cannot be excluded as possibly contributing to the size of the fistula. Medical intervention was required. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During groin pre-dilatation, before the mitraclip system was introduced in the anatomy, it was noted that arterial blood was coming out of the femoral groin. With fluoroscopy, an arteriovenous fistula was detected. The puncture of the vein had been performed perforating first the artery, then the vein. The decision was made to continue the procedure with the mitraclip system. At the end of the procedure, a figure-8 closure was performed to manage groin access point. Due to the fistula, this was not enough; therefore, a vascular plug was placed into the artery and then two covered stents were implanted. It was confirmed that the creation of the fistula was not associated with the mitraclip system, but was due to venous access attempts. The patient was clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: guideliner; mitraclip system: lift, support plate, stabilizer, clip delivery system (x2). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc) and the device was not returned. The reported patient effect of fistula as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.